Manufacturer narrative:
The physical returned evidence and text of the alleged event do not indicate the returned parts were the cause.

Event description:
Alleges consumer stood up out of chair, lost her balance, and fell into chair. Consumer alleges the joystick arm is leaning over and joystick is leaning over even more.

Manufacturer narrative:
The device has not been made available for evaluation. Should the device become available, or further information be provided, a follow-up report will then be issued.

Event description:
Alleges consumer stood up out of chair, lost her balance, and fell into chair. Consumer alleges the joystick arm is leaning over and joystick is leaning over even more.